Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a possible infection due to patients associated cardiac resynchronization therapy pacemaker (crt-p), which exhibited erosion. The crt-p was explanted and replaced. When examined, the patient had a hematoma in their s-ICD pocket. This s-ICD remains in service. No additional adverse patient effects were reported.